Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A review of the event history log on last day of usage revealed multiple 'reload set!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition "air detector sensor is triggered despite there being no air within the infusion line" was not verified. Evaluation inspected the device and observed the problem to be a reload set issue attributable to ultrasonic sensors out of range. The ultrasonic sensor replacement required. The device malfunction reload set occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump air detector sensor was triggered when no air was within the infusion line. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.